Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead, it was suspected that the patient experienced unspecified stimulation. The physician performed a chart review and could not determine if subject was having lv stimulation and all testing of leads checked out to be fine. Additionally, testing of the lv lead at high output showed no evidence of chest wall or diaphragmatic stimulation. The lv lead settings were re-programmed, and the lead remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.